Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. H3 other text : see h.10.

Event description:
It was reported the bd microtainer® map microtube for automated process k2 edta experienced clotting / micro-clots/fibrin clots within the tubing. The following information was provided by the initial reporter. The customer stated: "we're currently evaluating this product and are finding that we have a fairly high clotted sample rate (~30%). We're finding this is mainly due to slow bleeding by the patient which results in inadequate sample mixing. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd microtainer® map microtube for automated process k2 edta experienced clotting / micro-clots/fibrin clots within the tubing. The following information was provided by the initial reporter. The customer stated: "we're currently evaluating this product and are finding that we have a fairly high clotted sample rate (~30%). We're finding this is mainly due to slow bleeding by the patient which results in inadequate sample mixing. "